Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient via friend/family member who was using an external neurostimulator (ens) for unknown indications for use. It was unknown when the trial started. It was reported that the patient was experiencing a lot of bladder pain since (B)(6) 2025 due to retention of fluid since they cannot void/urinate on their own. They said that as of now the pain was less since patient was now on catheter. There still some pain but not as much as before. The patient representative said that the doctor was aware of the patient's situation. The issue was not resolved and was ongoing.